Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station displayed a blue screen featuring the carefusion logo. A technical support specialist deployed 10000403209-00 remote support service agent 4.10 package to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a blue screen featuring the carefusion logo. Customer reported that the user noticed the issue when trying to access the station and there was no delay on med dispense as user can get it from other stations. There were no adverse events or injuries reported based on this event.